Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿cable break on the camera side; when the cable is subjected to mechanical stress or twisting, horizontal streaks occur, or the image fails completely¿. Noise occurs and no image is displayed is caused by a defective/disconnection in the camera cable unit. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition autoclavable camera head has a ¿cable break on the camera side; when the cable is subjected to mechanical stress or twisting, horizontal streaks occur, or the image fails completely¿. The issue was found during procedure. There were no reports of patient harm.